Event description:
Pt was doing well with implanted drug infusion system for over 1 yr. At that time, he was admitted to ER with "lt arm weakness, funny feeling in his hand with tingling and numbness, slurred speech and lt lip droop." Subsequent cat scan showed "intramural" abnormality; csf cultures were negative. Pt's symptoms progressed to lt lower extremity paralysis and inability to void. Myelogram showed "extradural abnormality at t5 with complete block." Exploratory surgery was done and the arachnoid cyst was compressing the spinal cord was punctured, fluid drained and normal pulsations returned to the cord. The pt's intrathecal catheter was later removed, with the pump and proximal portion of the catheter remaining pending dr's evaluation for reimplantation. The current status of the pt is that the paralysis has cleared, pt is able to walk, but still has urological problems.

Manufacturer narrative:
03/04/1998: g1-manufacturing site information has been corrected.